Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous saphenous vein graft to circumflex artery that was 80% stenosed. The 3.50x15mm nc trek balloon ruptured at 18atm on the second inflation. The ruptured balloon was replaced with a non-abbott 5.0x15mm non-compliant balloon which was used to successfully complete the procedure. There was no information provided on the defect. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.